Event description:
This is filed to report that after deployment, the clip opened slightly requiring an additional clip for stabilization. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with grade 4+. The clip delivery system (cds) was advanced to the mitral valve and the clip was deployed successfully. After clip deployment, the clip slightly opened and the residual mr slightly increased. A second clip was advanced to give more stabilization to the first clip and further reduce mr. Two clips implanted, reducing mr to 1-2+. No additional information was provided

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the available information and without the device to analyze, a cause for the reported clip opening while locked could not be determined. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design or labeling. The provided video was reviewed by an abbott clinical research and development staff engineer. The reviewer stated ¿based on a visual assessment with the naked eye of the clip arm angles for the clips, both clips appear to be at a similar, approximate angles. Due to the angulation of the clips relative to the fluoro frame and the video duration/quality (short, jumpy video) no additional observations can be made. The reported issue cannot be confirmed based on the video provided.¿